Event description:
The customer reported an uncontained clear fluid leak from under the act diff 2 analyzer while running a startup. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coats when the leak was observed. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found an overflow of the white blood cell (wbc) bath, and replaced the wbc bath drain valve and waste drainage pump. While troubleshooting the issue, the fse found low red blood cell (rbc) and platelet (plt) counts caused intermittently high mean corpuscular hemoglobin concentration (mchc) results, and replaced solenoids lv10 and lv11, and dual red blood cell diluent filters to resolve the issue. (B)(4).